Manufacturer narrative:
The insulin pump was received with severe scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated tha there is gouge on screen of the pump. The customer stated damage occurred when he tripped and fell. The customer stated that the screen is hard to read. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a back up plan.